Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after completing a supply change and later receiving an alert indicating high blood glucose. Upon inspection, the patient observed leaking at the base of the device where the connector and cartridge were attached. The patient removed all supplies and, with agent assistance, completed a dry run without issue. The agent recommended completing a full supply change to prevent recurrence, which the patient accepted. During assistance, it was identified that the cartridge had been attached to the connector outside of the device, which is not the recommended process. The patient acknowledged this and was guided through the correct procedure, successfully completing the supply change without further issues. Insulin delivery was resumed, and the patient reported feeling okay. The patient declined a follow-up call and indicated they would reach out again if additional assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.